Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tunnel would not inflate with co2 on the vaso view hemopro. After a failed tunnel inflation during initial dissection, this kit was opened and the btt port was used out of the kit to replace the btt port that may have been malfunctioning from the previous kit. The co2 tubing from a karl storz insufflator was connected to the btt co2 port, the co2 could be heard hissing as it exited the lumen hole in the btt, and 5 lpm flow was being indicated on the insufflator. However, when the port was inserted into the pt's incision site, the flow dropped to zero, and the pressure limit alarm would sound at 15 mmhg. A different insufflator was tried, a stryker, and the same thing happened: co2 flow dropped to zero, and the pressure limit alarm would sound. The dissection cannula was tried, and no tunnel could be achieved using either proximal or distal insufflation connection sites. The co2 gas flow would go to zero and the pressure limit alarm would sound whenever the port was put into the incision site. The case was completed using open harvest technique. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the insufflation port was cut and returned. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leakage was observed. The co2 insufflation pot was tested; air would not flow through. Adhesive was observed in the insufflation opening in the body. While we are unable to conclusively determine a root cause, each btt insufflation tube gets upon the evaluation results, the reported complaint was confirmed. Additional evaluation required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issues for this failure mode. (B)(4).